Manufacturer narrative:
The patient samples were received for investigation. The patient samples were tested with the elecsys toxo igg assay, the elecsys toxo igg avidity assay, the elecsys toxo igm assay, and the lineblot, recomline toxoplasma igm assay. Patient samples ID (B)(6) were found to be negative with the elecsys toxo igg assay. Patient sample ID (B)(6) was found to be positive with the elecsys toxo igg assay (1475 iu/ml). Patient sample ID (B)(6) was tested with the elecsys toxo igg avidity assay. The result showed a high avidity (89%). Based on the toxo igg avidity result, an acute infection is unlikely and a remote state of infection is suspected for this patient sample. All 4 patient samples were tested with 2 reagent lots of the elecsys toxo igm assay (671949 and 740654). With reagent lot 671949: the customer's toxo igm results were reproduced. The results for all 4 patient samples were positive or indeterminate. With reagent lot 740654: only patient sample ID (B)(6) was positive. The other 3 patient samples were negative. All 4 patient samples were tested with the lineblot, recomline toxoplasma igm assay. Patient samples ID (B)(6) were found to be negative. Patient sample ID (B)(6) was found to be positive. Based on the results of the investigation: patient samples ID (B)(6) are considered to be false indeterminate/positive for elecys toxo igm due to a lower specificity of the reagent lot (71293601). Patient sample ID (B)(6) contains persisting anti-toxo igm from a previous infection. Internal investigations have confirmed a decreased specificity for this reagent lot (71293601), still performing within the product specifications. The specificity is within the claimed range. The reagent performs within specification. The investigation did not identify a product problem.

Manufacturer narrative:
The e801 module serial number was (B)(6). Calibration and qc were acceptable. The samples were requested for investigation.

Event description:
The initial reporter questioned the results for 6 patient samples tested for elecsys toxo igm (toxo igm) on a cobas e801 module. Of the data provided, the results for 4 patient samples were discrepant when compared to a competitor chemiluminescent immunoassay (clia) method. Patient ID (B)(6) result from the e801 module was 1.28 coi (positive). The result from the competitor instrument was less than 3 ua/ml (negative). Patient ID (B)(6) result from the e801 module was 1.13 coi (positive). The result from the competitor instrument was less than 3 ua/ml (negative). Patient ID (B)(6) result from the e801 module was 0.86 coi (indeterminate). The result from the competitor instrument was less than 3 ua/ml (negative). Patient ID (B)(6) result from the e801 module was 2.76 coi (positive). The result from the competitor instrument was 5 ua/ml (negative). No questionable results were reported outside of the laboratory.